Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon replaced a prior expedium 6.0x40mm screw at left l1 pedicle with two 9.0x40mm expedium screw. When the surgeon tried to back out the screw a little bit, the tip of the quick connector driver broke off leaving the tip lodged in the shank of the screw. The surgeon attempted to use a small portion of the prior rod and a used set screw and helicopter the screw out at which point the tulip disengaged from the shank. Replaced screw with 8.0x40mm screw (1797-12-840). Surgeon was satisfied with screw purchase in bone and overall construct.

Manufacturer narrative:
(B)(4). One (1) 5.5 expedium ti 9x40mm polyaxial screw (product code: 1797-12-940, lot number: rl194896) was returned to the complaints handling unit (chu) on july 25th, 2016. The polyaxial screw was found separated into two different pieces. The tulip head had separated from the screw shank. The tulip head was found in good condition and the saddle was found in the correct place. However, the flex ball was bent and part of it had fractured, leaving one section of it missing. The underside of the saddle featured some wear on its outer edge. The interior of the tulip head cannot be evaluated as it features a set screw that is locked in place on top of a segment of rod. It has been noted that the driver tip broke off into the screw head of this screw. The screw would need to be removed. In this instance, a spare set screw and rod segment were used in an attempt to remove the screw from the patient¿s pedicle as detailed in the complaint description. Since the driver tip had already broken during the tightening of the screw, it is believed a high amount of torque may have been required to loosen and remove it. This high amount of torque placed on the screw may have led to a great deal of force being placed on the screw, potentially at an extreme angle, leading to the flex ball breaking and the remainder of the tulip head separating from the screw shank. DHR review identified on issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screw disassembling cannot be determined from the information and the sample returned. However, a potential cause is an unanticipated high amount of force being applied to the screw during removal, resulting in the flex ball breaking and the tulip head separating from the screw head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.